Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred after treatment of peritoneal dialysis therapy peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and a separation was observed between the female connector and main body. Leak, clear passage, and clamp function testing was performed and there were no issues observed. The reported condition was verified. The direct cause of the condition was determined to be inadequate solvent application to the insert chip during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.